Event description:
It was reported via repair work order that the fowler drifts down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the service tech evaluated the unit and the sales rep will complete the repair needed.